Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. During the post assessment, an echocardiogram revealed a pericardial effusion in the left lateral wall. No treatment was needed and the patient remained in stable condition. There were no performance issues with any abbott device.